Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-00356. It was reported that the patient experienced discomfort at the extension site due to bow stringing following weight loss. As such, surgical intervention took place wherein the extension were explanted and replaced to address the issue. Reportedly, the issue was resolved post op.